Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial gastrectomy procedure, the device did not fire, wherein the black button was ¿skating¿ and the blade did not advance. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. The loading unit was received fully applied and engaged in interlock. Microscopic evaluation of the knife blade displayed no damage. The cartridge cover was disengaged and missing from the cartridge. Functional testing was precluded due to the observed condition of the unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.